Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #'s: 3003742446-2007-00169 and -00170.

Event description:
Per presentation at acc conference: the male patient had a thrombosis more than 12 months after stent implantation. Patient was treated with another cypher stent. This male patient with a history of high cholesterol, angina, previous pci with a bare metal stent in the left anterior descending artery (lad), and a current smoker was admitted for severe substernal chest pain and diaphoresis. ECG confirmed an inferior st-elevation myocardial infarction (mi). The patient was treated with half-dose retivase, IV heparin, and IV integrilin. The patient was flown emergently to a tertiary care facility for angiographic coronary evaluation. A 6fr sheath was placed in the right femoral artery for access. Angiography revealed a patent bare metal stent in the mid-lad with a long, 40% lesion in the proximal lad. The left main artery (lma) and circumflex artery (lcx) revealed mild disease. The culprit lesion was a long, 90% lesion in the proximal mid right coronary artery (rca). The lesion in the rca was directly stented with a 3.0x28mm cypher stent (deployment pressure unknown). The stent was then post-dilated to 20 atms. Residual stenosis was 0% with excellent distal run off. The procedure was ended without complications. The patient was treated with plavix and aspirin for six months post implantation. Of note, the patient continued to smoke post cypher stent implantation. Approximately 15 months later, the patient returned to the hospital with recurrent substernal chest pain. ECG again confirmed an inferior wall st-elevation mi. The patient's course was complicated by ventricular fibrillation cardiac arrest, which required cardioversion. The patient was then treated with half-dose retivase and integrilin. Repeat angiography evaluation revealed a total thrombotic occlusion of the previously implanted 3.0x28mm cypher stent in the proximal mid-rca. An additional 3.0x28mm cypher stent was implanted by direct stenting within the previously placed cypher (overlapping) and was post-dilated to 20 atms. Following implantation, the patient experienced a no reflow state. Intracoronary administration of cardizem restored timi iii flow. Residual stenosis was 0% with excellent run off.